Manufacturer narrative:
A review of the lot history records for this device did not reveal any non-conformances to specification or deviations in procedure. The device appears translated in the x-ray images provided. Limited information was provided; notably, no pre-operative, post-operative, interim, or flexion/extension radiographs were provided. It was not possible to assess the potential role of surgical technique or patient selection based on the provided information. The implant was intact as-received. Mechanical damage to the device was clear; however, it was not possible to determine the sequelae or the cause of the pe.

Event description:
It was reported that an m6-c was explanted due to neck pain. It was also reported that the device was broken.